Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. Pre-dilation was performed in the target lesion that was located in the right coronary artery. A 3.00 x 32 synergy drug-eluting stent was prepared for stenting but upon removing the protective sleeve from the device, it was noted that the stent struts were sticking out. The device was never introduced into the patient's body. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the proximal end of the stent with stent struts damaged and bunched distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. Pre-dilation was performed in the target lesion that was located in the right coronary artery. A 3.00 x 32 synergy drug-eluting stent was prepared for stenting but upon removing the protective sleeve from the device, it was noted that the stent struts were sticking out. The device was never introduced into the patient's body. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.